Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The patient reported that, she had intraocular lens (iol) implanted in her eyes over a year ago. Still has issue in left eye. She always feels like something is in there, tried all kind of eye drops. Still nothing helps. Additional information was requested.